Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the event was unknown. It was reported the patient was hospitalized for "high fever" four days prior to the peritonitis diagnosis. The same day as event onset, the patient was treated with vancomycin injection (2gm every 5th day, ongoing), meropenem injection (500 mg twice a day), ceftazidime injection (2gm once a day, ongoing), tobramycin injection (40mg twice a day, ongoing) and fluconazole tab (150mg twice a day, ongoing) for this event. The patient was discharged 17 days after hospital admission. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.